Event description:
The customer tested his blood glucose using his contour and accuchek meters. The contour read 134 mg/dl, while the accuchek read 300 mg/dl. The customer stated that his normal glucose reading is around 300 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed, so no product will be returned for evaluation.